Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact and corroded battery tube noted; however, the insulin pump was tested with a test battery cap and the insulin pump powered on properly; no unexpected off no power anomalies noted during testing. The insulin pump passed displacement test and off no power test. The operating currents are within specifications. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the insulin pump turned off suddenly, and after trying to replace the battery the device still did not turn back on. The customer waited thirty minutes to see if the display would return to no avail. The customer's blood glucose level was unknown. No further details were provided.